Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. It was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. In this case, it is unknown if the IFU deviation contributed to the reported event. The reported patient effect of occlusion is listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the circumflex coronary artery. The 3.5x19 mm graftmaster covered stent was implanted at 18 atmospheres and sealed the perforation; however, the stent was too long for the area and caused loss of the side branch at the ramus artery. The vessel was re-opened with kissing balloons. Echo was performed and slight pericardial effusion was noted so the patient was transferred and monitored. There were no other patient sequela. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- above rbp. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.